Event description:
In 2008, the patient reported that she was experiencing elevated blood glucose. She stated that her blood glucose measured 197 mg/dl and two hours later elevated to 431 mg/dl. Her normal blood glucose level is 125 mg/dl. She bolused 3 units of insulin and her blood glucose at the time of the report measured 495 mg/dl. She stated that she did not see any insulin in the infusion tubing. The patient was instructed to disconnect from her infusion site and to perform a prime. She primed 25 units and no insulin dripped from the infusion tubing. She performed another prime and insulin dripped from the infusion tubing. She then reconnected to her infusion site. The patient was assisted by a company representative earlier in the day with changing her insulin cartridge and she primed the infusion tubing at that time. Upon follow up three days later, the patient reported that her blood glucose was "better". She stated her blood glucose measured 64 mg/dl after grocery shopping and she ate to elevate her readings. She stated her blood glucose tends to decrease after doing this type of activity. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.